Event description:
It was reported to baxter (B)(4) that a colleague infusion pump is showing a battery time remaining of 24 minutes, although batteries are charging and showing as fully charged in service screen. This event had the potential to be a false alarm and interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump showing a battery time remaining of 24 minutes, although batteries are charging and showing as fully charged in service screen was confirmed and not reproduced during product evaluation. The root cause was not identified. No repairs have been made concerning this event and the pump was returned unrepaired. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding a failure of 807:03 message. Pump was reworked and passed all subsequent testing.